Manufacturer narrative:
Section d9: device available for evaluation: yes , returned to manufacturer on 16 jul, 2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection was performed, and no obvious damage/defect was observed. Suction test was performed, and all results were found within specifications. The reported event cannot be confirmed. Manufacturing record review: per manufacturing records review report, no related deviation, ncmr, nc or CAPA was initiated during the manufacturing process of the reported lot#. All devices meet material, assembly, and performance specifications at the time of product release. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown/ not provided. Initial reporter-email address: unknown/ not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctors technique in applying the suction ring to the cornea, doctors technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patients cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that they experienced suction loss with the pi during laser firing. Procedure was completed successfully. There was no patient injury or surgical intervention needed.